Event description:
It was reported that during the mobilization of the resident into a multifunctional wheelchair using arjo sara 3000 floor lift and arjo sara flex standing sling, the resident almost slipped out of the sling. The nursing assistant performing the transfer called other staff members for help. When staff arrived, the resident was observed holding the hand grips and hanging in the sling; the sling buckles were closed and secure, and the resident¿s knees were positioned on the footplate. Facility staff intervened and returned the resident to bed. Later the same morning, the patient reported increasing pain in the left arm and shoulder. Then was referred to a surgical clinic, where a left-shoulder dislocation was diagnosed and reduced.

Manufacturer narrative:
The device is distributed outside the us and no gudid information exists.